Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited failure to capture on the right ventricular channel. No intervention was performed. There were no patient consequences.